Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed a supplemental report will be submitted. The device history record review was unable to be located during this complaint investigation, the most likely cause of this is the records were destroyed based on casmeds document retention period for dhrs.

Event description:
It was reported that the fseo2004 started giving numbers that are outside the simulator calibrated range. When the simulator is connected the readings should be within 10 percent of 65. The readings are either high or low and thus not calibrated. This was before use. There is no patient injury. Patient demographics were requested but unavailable.

Manufacturer narrative:
One foresight elite oximeter was received for product evaluation. A visual inspection did not find any visible physical damage. The suspect unit was connected to a known good working system. Using simulators, the sto2 readings of all 4 channels showed 65 percent plus or minus 5 percent and remained steady even while moving the cables. No error messages were observed. There was no defect found.